Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3986a45, lot# n248529, implanted: (B)(6) 2011, product type: lead. Product ID: 3986a45, lot# n248529, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v723674, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported that a power on reset (por) message was seen on the patient programmer on (B)(6) 2015. There were no symptoms reported related to the event. On (B)(6) 2015 it was reported that the por no longer appeared on the programmer or the recharger. It was unknown how the por resolved, but the patient was no longer experiencing the issue. The cause of the por was not determined. The patient's indication for use was occipital neuralgia.